Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the programmer passed all incoming functional testing, and no error was found in the logs.

Event description:
It was reported that the programmer displayed a noisy electrocardiogram (ECG) while doing lead testing, and there was oversensing on the ECG. The analyzer was changed out, but the performance was the same. The programmer has been returned to service. There was no patient involvement.